Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Tap - "during the operation the trocar lost gas ( the doctor heard the noise of loosing air/gas). The explanation of the nurse was that the surgeon goes through the seal with a sharp needle for many times, but there was no damage to the seal. I send back both 12mm sleeves, because they didn't know which one of both is damaged. There are also pictures of the two trocars inside the box. The operating team: surgeon- dr. (B)(6), nurses-(B)(6). " patient status: "good."

Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.